Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # t5f21y concomitant medical products: sr75 ¿ lot # u4001f. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. The reload was returned with some unformed staples on the deck and the proximal 31 drivers up. The swing tab was returned in the locked position, also the knife was noted to be exposed and no damage was noted. The device was tested for functionality with the returned reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lap colon procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.